Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29april2019. The customer troubleshot with technical support. The customer stated that the power supply was replaced to address the reported issue.

Event description:
It was reported that the ventilator had a power fail error code from (B)(6) 2018 to present. No patient harm reported. Event date not specified: estimate used.